Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic chole procedure on (B)(6)2024 when it was reported, ¿unit has shut down twice during cases at this facility.". The loss of pneumo was not a gradual loss. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Evaluation of the device could not replicate the reported event, however it has been confirmed based on the error log on the device. The cable was replaced as the failure could have been caused by a loose contact. Preventative maintenance not overdue. Root cause cannot be determined, however, based upon engineering input; a possible cause of this event could be a defective cord/cable. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no prior data was found. (B)(4). Per the instructions for use, the user is advised the following: for your own safety and that of your patient, use only original accessories. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 110v, was being used during a robotic chole procedure on (B)(6) 2024 when it was reported, "unit has shut down twice during cases at this facility". The loss of pneumo was not a gradual loss. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.